Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects. Refer to MFR report # 2242352-2012-01069 for the related report.

Manufacturer narrative:
Investigation results: the heartstring iii device was returned to the factory for eval. The device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The tension spring and seal were returned outside the loading device. The green slide lock and white plunger were depressed on the delivery device. This failure is potentially attributed to user technique. It appears that the seal had been prematurely deployed. A lot history record review was completed for each of the reported product lot numbers. There were no non-conformances recorded in the lot histories. (B)(4).